Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection found that the device was damaged. The circular seal was disengaged. There were witness marks near the center of the circular seal. The trocar, stopcock and cannula appeared intact. The obturator was received. Functional testing noted that the device passed an air leak test. It was reported that the seal disengaged from the port and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the seal fell into the patient cavity when the surgeon was using a purple 60mm reload that had seamguard. The surgeon reported that the stapler got stuck so the surgeon moved it back and forth. The next reload that was used detached the blue seal and fell into the cavity. The blue seal was removed from the patient using a grasper. The trocar was then removed and replaced with another 15mm trocar. There was no patient injury.